Manufacturer narrative:
Full name of initial reporter: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not verify the alleged malfunction. The stm performed preventive maintenance and tested the iabp. The iabp worked to specification and was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a loud noise. There was no patient harm or adverse event reported.